Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had an MRI of their heart on (B)(6) 2019. They had been experiencing a sharp pain in their lower back, close to the implant, but higher; as well as a return in symptoms. They explained they had the ins for bladder control and they were having to use the restroom a lot more often. They noted that they woke up a total of 5 times to go to the restroom during the night and these symptoms were different than what they were used to with regards to therapy. During the call the patient was able to sync using their patient programmer and it showed the ins was on set to program 3 at 1.2v. Therapy considerations were reviewed. The patient increased stimulation to 1.5v and confirmed it was comfortable. They were redirected to their healthcare provider to discuss their reported symptoms. No further complications were reported or anticipated.